Event description:
It was reported that the pump doesn't take liquid and the pump does not take into account the bolus button but sends a volume during a continuous flow. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was able to duplicate the reported issue. It was determined that the defective remote dose connector was the root cause. The remote dose connector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.